Event description:
It was reported that there is a crack in the ankle casting. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Ankle casting. Unit was evaluated and fixed by the customer.